Event description:
Same patient as MFR report# 6000093-2007-02245. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was in the moderately tortuous and calcified right coronary artery (rca) in the area of in stent restenosis of a previously implanted taxus express2 stent. The lesion was treated using a non bsc des stent. Following the stent implant, the physician attempted to dilate the lesion using the kissing balloon technique with a 3.50x15mm non bsc balloon and a 1.50x9mm maverick balloon. However, the maverick balloon catheter was ruptured at 10 atms. The physician changed to a non bsc device and finished the procedure. No patient complications were reported with the patient's current condition listed as "good."